Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the lens was inserted and the physician then noticed that the lens had scratches on it. The lens was removed and another lens was inserted. No complications occurred for the patient.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic is torn/split/cracked and cut into two portions, typical of insertion and removal. Both cut optic portions have scratches on the anterior and posterior sides of the lens. The customer indicated the use of a qualified associated cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).